Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the superior mesenteric artery. A 6.0 x 20 x 75 cm express® ld iliac / biliary stent was advanced to treat the lesion. However, the device could not be advanced and upon pushing the device for a little bit, the stent got dislodged from the balloon into the target lesion. After two hours of unsuccessful retrieval attempts, the stent was then removed by snaring. No patient complications were reported and the patient was not harmed.